Manufacturer narrative:
(B)(4). Batch #t5ea3c. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was provided: did the device deliver any staples? Yes. If yes, were the staples formed properly? Formed properly. If yes, was the staple line complete? Was incomplete. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Yes fully. Was there any difficulty opening the device? No difficulty. If yes, how was the device removed from the patient? With regular steps to open the gun. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that the staple pins didn't deploy properly out of the cartridge during the firing sequence. No patient consequences noted.